Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. A component analysis showed that the foreign substance in the nozzle was a drug-derived organic silicone (white). The foreign substances in the objective lens were protein (of human origin) and drug-derived organic silicone (white). The fibers on the distal cover (c cover) were cellulose fibers (used in gauze, rags, masks, etc.). However, the exact origin of the residual foreign substances could not be determined. The cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material remained and no reported deviations in reprocessing from the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer did not know what the foreign material was. There was no delay to the start of pre-cleaning, which was properly implemented. During precleaning, the air/water nozzle was flused with air and water. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with a detergent solution. The event can be detected/prevented by following the instructions for use: reprocessing manual "cleaning, disinfection, and sterilization procedures" and "storage and disposal". During reprocessing, please make sure that stain has been removed from the air and water nozzle openings and the objective lens surface. If the stain remains, clean until all dirt is removed, rinse thoroughly, and clean. Please check the environment in which the product will be handled, such as removing residual water from the channel and drying them afterwards. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the nozzle and the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, the play of upward/downward knob was out of the standard value, adhesive on bending section cover had a crack, control unit had discoloration, damage or deformation due to physical stress (caused by handling), control unit, right/left knob, upward/downward knob, forceps elevator lever, switch box, scope cover, grip, image guide protector, protector of universal cord on scope connector side, scope connector, and scope cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.